Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. The customer reported that he noticed a crack in a valve body and the o-rings were worn. The customer changed the o-rings and noted per his external analyzer the vti was now reading 485 and set was 500. At this time, vyaire medical has not received the suspect device/component for evaluation. Therefore no root cause can be established.

Event description:
The customer reported that a vela ventilator failed while connected on a patient. The customer reported that the end user noticed that the patient is desaturating. Also, the customer reported that the patient was immediately transferred to another ventilator.